Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple noise reversion and high ventricular rate events were observed. The noise appeared simultaneously on both the atrial and the ventricular leads. Noise could not be reproduced with isometrics or pocket manipulation. The patient was asymptomatic and not pacemaker dependent. There was no evidence of electromagnetic interference causing the noise. No changes were made at the follow-up and the patient will continue to be followed normally.